Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The abbott technical application specialist noticed the hinges on the architect c8000 cover did not hold the cover up during system integration. The cover falls when it should stay open. There was no actual injury to any user reported.

Manufacturer narrative:
The abbott field service engineer adjusted the top front cover hinge pn 7-76748-01 so the top cover (cover top front gray, c16 and c8 pn 7-203466-01) would not fall by itself. A review of the architect (B)(4) service history found no recurrence of the issue. A review of tickets for issues with the hinge pn 7-76748-01 or top cover pn 7-203466-01 did not find any additional complaints or trends for the complaint issue. A review of the clinical chemistry systems (B)(4) revealed no issues or trends related to the current complaint. The architect system operations manual provides information regarding the proper and safe operation of the architect system, and the architect c8000 service and support manual provides replacement and adjustment procedures for the top front cover hinge pn 7-76748-01. Based on the investigation there were no product deficiencies identified for the architect analyzer, serial number (B)(4), hinge pn 7-76748-01, or the top cover pn 7-203466-01.